Event description:
A customer reported a malfunction with the pump, indicated by a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the issue did not recur. The customer was informed that they could continue using the pump and was advised to call back if the malfunction code appeared again. The customer acknowledged and understood these instructions.